Manufacturer narrative:
Visual analysis was performed on the return device. The reported entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the information provided and observations from the return device, the reported device entrapment, suture caught in the foot appear to be related to the circumstance of the procedure. The subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is being filed under a separate medwatch report.

Event description:
It was reported this was an arteriotomy closure of a right common femoral artery using the pre-close technique via a large-bore sheath hole prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, while using a prostyle device, the device was pulled back, but the suture thread was caught in the anchoring feet. Kelly clamps were used to remove the suture thread. A second prostyle was then inserted, but when lowering the lever (step 4), the device was unable to be removed from the vessel. Maneuvering and additional force was applied in an attempt to remove the device. The device was removed, but it was observed the foot remained opened and tissue damage occurred. Bleeding was temporarily controlled by manual compression. A dissection of the access site was then performed and the vessel was closed via suturing. There was no adverse patient sequela. No additional information was provided.